Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the healon pro, a small black thread was observed in the product. The black thread was subsequently removed from the patient's eye. The issue was first identified during the implantation/application process. The patient fully recovered and no additional interventions were required. Through follow up, we learned that the customer is unsure of the event date. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 18-dec-2025, section h3 - device evaluated by manufacturer? Yes. Device evaluation: two complaint samples consisted of activated syringes with approximately 0.1 ml of remaining expellable healon pro solution and cannulas. The assembled syringe was placed in the product box together with the directions for use (dfu). The material finds related to this complaint were placed on the tip of a white arrow and on the surface of a white sponge like substance. Fourier transform infrared spectroscopy (ftir) microscopic analysis was performed on the small black threads sent by the customer. Neither spectrum matched any healon pro product materials, packaging, gowns, or cleaning items. Based on the customer¿s narrative and recovery of the material finds from the healon solution, the complaint is confirmed. However, as there was no direct evidence that the source of the fibers originated from the complaint samples, a product non conformity cannot be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.